Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. There was no moisture damage on the electronics and motor. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they have had issues with the buttons for 4 to 5 months. Customer's blood glucose reading was 180 mg/dl. Troubleshooting for keypad anomaly was performed and customer advised the buttons are unresponsive. Customer advised the device may have possibly been exposed to moisture via sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.